Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported deformation due to compressive stress. It was reported that prior to use, the shaft of the stent delivery system (sds) was observed to be kinked. Factors that may contribute to damage prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. In this case, the wire was confirmed to be kinked; however, based on the reported information, it is unknown how to kink occurred. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of event updated from (B)(6) 2024. B5 - describe event or problem: updated. H6 - code 1069 was removed and code 2889 was added.

Event description:
It was reported the shaft of the 3.0x38mm rx xience pro stent delivery system (sds) was broken. Subsequent to the initially filed eumir report, additional information was received. It was reported that prior to use, the shaft of the 3.0x38mm rx xience pro stent delivery system (sds) was noted to be kinked. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that prior to use, the shaft of the 3.0x38mm rx xience pro stent delivery system (sds) was noted to be broken. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.